Manufacturer narrative:
The catalog number, lot code and complete device description was not provided. The device was reported as an unknown hfx stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the v40 fem head could not match up with hfx stem. The procedure was successfully completed with no adverse consequence to the patient.